Event description:
Pt had cook cath placed with 80cc in uterine balloon and 80cc in vaginal balloon. Pt called out that she felt a "jolt" when rn applied pressure to cook cath, large amount of clear fluid noted that tested negative for rom plus and nitrazine. When provider performed sve it was noted that the vaginal balloon was deflated. Provider removed cook cath and found hole in vaginal balloon. FDA safety report ID# (B)(4).